Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n- cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The distributor noted that an implant failed to osseointegrate and provided the following: pt had moderate bone density (type ii). Implant was immediately loaded during implant placement. Three lodi implants were placed on (B)(6) 2013 (full lower denture was re-lined). Another implant was placed on (B)(6) 2013, after which the pt complained of pain in the #33 area. When she came back to have the denture re-lined on (B)(6) 2013, the implant placed on (B)(6) 2013 came out with the denture. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. The implant's lot history record was reviewed and no discrepancies or issues of non-conformance were noted. Implant was manufactured to specs. No further action is required.